Manufacturer narrative:
Corrective and preventative actions have been opened by the manufacturer to address the water ingress identified upon investigation.

Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device smoke coming out of unit. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. External and internal inspection of the device and observed the following: device will not boot correctly when connected to power (using a ¿known good¿ engineering power supply). Ra therapy device does not function when connected to power. The philips logo appears on the display for several seconds then disappears; this sequence continues (constant reset). There are multiple signs of liquid (water) ingress. There are signs of thermal event/damage to the ra therapy pca (multiple locations/components) there are no obvious signs of thermal damage to the heater plate. There are clear indications liquid (water) ingress. Ra complaint of ¿unit started smoking while in use¿ is confirmed, as there is evidence of thermal damage to the pca. Root cause of thermal damage is likely liquid (water) ingress. The photo of the top of the pca has what appears to be corrosion in the vicinity of q2, q3, q4, and u4. Due to device dsx520h11c, failure mode may be consistent with that identified in (B)(4).